Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during posterior spinal fusion surgery on (B)(6) 2020, while the surgeon was placing the screw in the l2 pedicle, the tip of the custom-made screwdriver for the power ease broke off in the screw. The tip of the screwdriver remained in the screw. The screw and driver fragment were removed from the patient. The procedure was successfully completed with no surgical delay. There were no patient consequences. This report is for an unknown screw. This is report 2 of 2 for (B)(4).